Manufacturer narrative:
(B)(4). Device fired through lockout. The device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The event could not be confirmed as not enough information of the incident was provided.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there are no details on how the device functioned. Another device was used to complete the procedure. No adverse consequences reported. No details are available at all.